Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the re-suturing was performed during the initial procedure after the issue with the suture was identified. No additional complications were reported; however, the procedure was prolonged by approximately 15 minutes. At this moment, detailed information regarding blood loss (cc) is not available. The bleeding was managed during the procedure. No blood transfusion was reported. The information provided comes from the attending medical team. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 investigation findings: c22 - photo review h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed single barrier folder labeled m8702t, product code/lot number aw3581, expiration date 2030-01. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a cardiac revascularization procedure on (B)(6) 2026 and suture was used for the vascular anastomosis. During the procedure, the surgeon noticed bleeding in one of the previous points and when reviewing the suture, he found that it broke. This resulted in having to start this anastomosis again. There was a 15 minutes delay. There were no adverse patient consequences reported. Additional information was requested.